Event description:
It was reported that during an angiogram procedure of the superficial femoral (sfa) artery, a guidewire fracture occurred. The 80% stenosed and calcified lesion was located in the tortuous sfa. According to the customer "the physician used twelve wires in the procedure, only one which was a bsc product, and the wire broke in some manner on all twelve." It was further reported that while flushing, the physician visualized that the tip of the wire broke off in the patient. He did not attempt to retrieve the tip and it was left in the patient near the popiteal artery. The procedure was discontinued. No other complications were reported. Patient status is reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.